Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered two rounds of anti-tachycardia pacing (atp) for what appeared to be a faster rhythm in the ventricle than in the atrium; however, upon reviewing the electrogram (egm), it was noted that atrial beats were being undersensed due to programming. Technical services (ts) was contacted and reviewed possible programming options. This ICD remains in service. No additional adverse patient effects were reported.